Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following sets of results within 10 minutes on the compact plus system: 1. 25 mg/dl and 106 mg/dl 2. 22 mg/dl and 112 mg/dl the sets of results were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.